Manufacturer narrative:
The reported event was confirmed cause unknown. Received (5) photo samples. The photo sample was returned and could not be evaluated for the reported failure. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively using returned syringe and only 1 ml could be withdrawn. Attempted to deflate balloon with in-house luer lock syringe and only 9 ml could be withdrawn. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation with both syringes. The returned syringe could withdraw only 1 ml of solution passively. For the in-house luer lock syringe, the balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest of the foley catheter, the sterile water was difficult to return.

Event description:
It was reported that during pretest of the foley catheter, the sterile water was difficult to return.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.